Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado balloon was returned for evaluation. Fiber disturbance and fraying was noted to the balloon. An in-house presto inflation device was used to inflate the balloon. The balloon inflated and maintained pressure. The balloon was then deflated without issue. No leak was noted to the device. Therefore, the investigation is unconfirmed for the reported leak as there was no leak noted to the balloon during testing. However, the investigation is confirmed for the identified material frayed as fraying of balloon fibers were noted. A definitive root cause for the reported leak and identified material frayed could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (lit; dqy) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was pressurized but the pressure did not increase. It was further reported that when the sheath was removed and checked outside the body, an air leakage was allegedly found at the shaft connection on the front side of the balloon. The procedure was completed using another device. There was no reported patient injury.